Manufacturer narrative:
On (B)(6) 2020, during visual evaluation of the device, siltex cracking was observed on the posterior aspect. Additionally, a tear was observed within the siltex cracking measuring approximately 0.4 cm. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Granulomas are noncancerous nodules that are a common tissue reaction to the presence of a variety of foreign materials, such as silicone. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Rupture, granuloma and capsular contracture complaint information are consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 9/17/2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The date problem observed was (B)(6) 2017. The procedure name was breast augmentation primary. The patient had undergone removal and replacement with silicone gel mentor breast implant. Capsular contracture was baker grade iii. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: implant rupture, granuloma, and capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported to mentor that a (B)(6) year-old caucasian female patient who underwent breast implant surgery with mentor memorygel breast implant 450cc has experienced a left breast implant rupture, granuloma, and capsular contracture. As per the report, the imaging report showed an intracapsular rupture showing appearance of silicone granulomas within the lymph nodes. As result, the patient is scheduled for an explantation of the device on (B)(6) 2020.